Manufacturer narrative:
Name: ypsomed ag. Country: switzerland. Street: (B)(6). City: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The tubing became detached from the tubing cap on (B)(6) 2025, occurring 2 days following application.